Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer could not identify if the cannula was compromised. The customer reported that scar tissue may have contributed to the occlusion. The customer changed the infusion set and rotated the site to another location. The customer's blood glucose (bg) level was 473 mg/dl and a correction bolus was delivered to address the bg level. However, the customer thought that the correction boluses were no lowering the bg as fast as it should. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider. The customer acknowledged the information.